Event description:
The company was notified that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced device extrusion and an infection. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9 advanced bionics considers the investigation into this reportable event as closed. Legislation prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.